Manufacturer narrative:
The system was examined and the reported event was confirmed (via event log review). However, it was not replicated. Components were replaced as a preventive measure. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported system advisory displayed and the unit shut down. Additional information has been requested.